Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a driveline infection and cellulitis. The patient underwent driveline debridement on (B)(6) 2020. Wound cultures were positive for mrsa. Blood cultures were negative. The patient was discharged home on (B)(6) 2020 on intravenous (IV) vancomycin for 6 weeks.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a (B)(6) infection. The patient had a driveline debridement requiring chronic suppressive therapy with doxycycline.